Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the quick bolus delivery feature of the pump did not work. The pump was reset to resolve the issue and the customer continued to use the pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level.